Event description:
During routine functional testing, the device displayed a "defib pad short" message and was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.